Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was 14.5 mmol/l at the time of the incident. The customer did not troubleshoot. The insulin pump will be returned for analysis.